Event description:
It was reported that the patient had two inappropriate shocks due to t-wave oversensing and noise. The smart pass feature had programmed itself off during a previous electrode re-positioning procedure. Technical services advised some testing options to help decide on a sensing vector. The system remains implanted. There were no additional adverse patient effects.